Event description:
It was reported that the patient was unable to feel his left leg since (B)(6) 2022. As such, the patient was readmitted to the hospital. Patient was later transferred to (B)(6).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that MRI determined that there was a lesion on the spinal cord. The patient has regained approximately 40% function in his left leg. Patient is continuing physical therapy.